Event description:
Customer called to say, she was having elevated blood glucose levels while wearing this pod. She was unable to provide any other details about the blood glucose levels, but stated there was no blood, wetness, or bends in the cannula. No further issues were identified.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptable criteria.